Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. Two (2) closure devices were attempted to be implanted in the patient, but neither were successful. A third device was then opened and inserted into the was. The closure device was deployed in the patient, but needed to be recaptured. After the device was recaptured it was deployed a second time in the patient. Multiple small, bright particles were observed in the laa via echocardiogram at this time. The physician believes that this was air present in the patient. The procedure was ended with no closure device implanted in the patient. Post procedure the patient did well. No complications were reported to have occurred as a result of this event.